Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 4.7, lab: 2.1. Exact date not provided. Time between testing: within a minute. No customer info or therapeutic range provided. Caller was confident that they do not test pts with any interfering substances in their systems. Customer indicated that there have not been any adverse events as a result of testing with this meter.

Manufacturer narrative:
Investigation pending.